Event description:
On (B)(6), 2015, the device was in standby mode (it was reported that it could not be interrogated) and could not be re-initialized. In the electrocardiogram, pacing inhibition was also observed. On (B)(6), 2015, the device was explanted and some silicone was found attached to the connector and to both leads (both atrial and ventricular). It should be noted that in 2013, it was reported that all parameters were fine and the battery was normal. The device was returned for analysis.

Event description:
On (B)(6) 2015, the device was in standby mode (it was reported that it could not be interrogated) and could not be re-initialized. In the electrocardiogram, pacing inhibition was also observed. On (B)(6) 2015, the device was explanted and some silicone was found attached to the connector and to both leads (both atrial and ventricular). It should be noted that in 2013, it was reported that all parameters were fine and the battery was normal. The device was returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the electrical characteristics of the returned unit are within specifications.

Event description:
On (B)(6) 2015, the device was in standby mode (it was reported that it could not be interrogated) and could not be re-initialized. In the electrocardiogram, pacing inhibition was also observed. On (B)(6) 2015, the device was explanted and some silicone was found attached to the connector and to both leads (both atrial and ventricular). It should be noted that in 2013, it was reported that all parameters were fine and the battery was normal. The device was returned for analysis.